Event description:
It was reported that the bd facslyric¿ 3l10c instrument had issues with carryover between samples, contaminating them and causing a delay in treatment to the patient. Additionally, the instrument also had issues with biohazard waste leaking outside of it. There was no known adverse patient impact. (Patient 2 of 2) the following information was provided by the initial reporter: "the customer reports carry-over between the samples, causing a treatment delay in at least one patient." 1. Are there erroneous results on patient samples for diagnostic test? Yes . 2. Was there any delay of treatment due to the issue? Yes. 3. If patient samples were redrawn, was there any change or delay of treatment? Yes. 4. Was there any physical harm/injury to the patient due to the issue? Unknown. 5. Provide details - how and to what extent? Unknown, asked the customer to check with the clinician to see whether there was impact on the patient's health. 6. What is the current medical status? Unknown, asked the customer to check with the clinician to see whether there was impact on the patient's health. 1. Was the leak fluid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination or bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No. 1. Were samples contaminated? Yes.

Manufacturer narrative:
Information provided in this MDR was previously submitted in MFR report # 2916837-2022-00077. This report is for the incident date of (B)(6) 2022. Medical device expiration date: na. The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. Investigation summary: patient #2 investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(4). Problem statement: customer reported a complaint regarding the instrument producing high carry over. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from (B)(6) 2021 to date (B)(6) 2022. (B)(4). Manufacturing device history record (DHR) review: DHR part #659180, serial # (B)(4), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the carryover between sample tests was due to a blockage in the pinch valve tubing. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely. The customer reported that this incident involved samples from at least 2 patients. Both instances of carryover was during a measurement of the apc-r700 cd19 with v200-c cd45 where events were detected in the fitc and pe plots when they shouldn¿t have been detected. The first instance of carryover occurred on (B)(6) 2022 and had a carryover value of 9%. The erroneous results were immediately noticed and the correct results were passed onto the clinic. There was no negative impact on the treatment and health of the patient. The second instance of carryover occurred on (B)(6) 2022 and had a carryover value of 6%. The results were again noticed immediately and the correct values were sent to the clinic. For this patient, there was some doubt on whether the previous sample test results from (B)(6) 2022 contained any carryover and the attending physician removed the results as a precaution. The customer was able to clear the clog from the pinch valve tubing and the issue appeared to be resolved. After the repair, the tsr (technical service representative) in contact with the customer gave them tips to prevent this issue from reoccurring in the future. No parts were requested for evaluation as there were no parts replaced. The instrument was tested and performing as expected with no further instances of carryover or waste leakages. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results as they were immediately identified and not used. The results were captured prior to any diagnosis decision and were reported to bd as not expected. There was a slight delay in results for one of the patients but had no negative impact to the treatment or health of any patients. It was also reported that there was a biohazard leakage during this incident but no one was harmed as no one came in contact with the leakage. Additionally the leakage was not under pressure and thus did not increase the risk of exposure. Proper daily and monthly cleaning procedures can help maintain optimal performance and can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: n/a, case # (B)(4). Install date: 22aug2018. Defective part number: n/a. Case comments: subject / reported: 659180 - facslyric - carry-over. Problem description: the customer reports carry-over between the samples, causing a treatment delay in at least one patient. ((B)(6) 2022 8:31 am) cleared the clogging from the v8 pinch valve tubing. The issue appears resolved. Monitoring. Gave the customer tips to prevent this from happening in the future. ((B)(6) 2022 8:27 am) the customer reports carry-over between the samples, causing a treatment delay in at least one patient. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # 10000063058ra, rev. 06/vers. Z, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. Azure ID: (B)(4). ID: (B)(4). Reg status: ivd; ruo. Hazard: exposure to biological sample. Cause: back drip from injection port. Harmful effects: wrong results by cross contamination. Risk control: design to ensure that there is no back drip. Automatic sit flush to minimize carryover between tubes. Req link (azure ID): (B)(4) libivd-did-262 sample preservation during pause. Implementation verification: lsvn-1008-dp sit backflow control, libivd-se-15-72p. Effectiveness verification: lsvn-1008-dr, libivd-se-15-72f. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the carryover was due to blocked v8 pinch valve tubing. Conclusion: based on the investigation results the root cause of the carryover was due to blocked v8 pinch valve tubing. A clog was identified in the v8 pinch valve tubing and the customer was able to clear it. After the repair, the instrument was rebooted, tested, and functioning as expected. The assisting tsr gave the customer tips to prevent further pinch valve clogs. No one came in contact with the biohazard leakage and the erroneous results were not used to perform medical diagnoses or treatment of any patients. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a.

Event description:
It was reported that the bd facslyric¿ 3l10c instrument had issues with carryover between samples, contaminating them and causing a delay in treatment to the patient. Additionally, the instrument also had issues with biohazard waste leaking outside of it. There was no known adverse patient impact. (Patient 2 of 2). The following information was provided by the initial reporter: "the customer reports carry-over between the samples, causing a treatment delay in at least one patient." 1. Are there erroneous results on patient samples for diagnostic test? Yes 2. Was there any delay of treatment due to the issue? Yes 3. If patient samples were redrawn, was there any change or delay of treatment? Yes 4. Was there any physical harm/injury to the patient due to the issue? Unknown 5. Provide details - how and to what extent? Unknown, asked the customer to check with the clinician to see whether there was impact on the patient's health. 6. What is the current medical status? Unknown, asked the customer to check with the clinician to see whether there was impact on the patient's health. 1. Was the leak fluid or air? Liquid 2. Was the leak contained within the instrument? Not contained 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard 5. Did biohazard leak before or after waste line? After waste line 6. Was the waste mixed with decontamination or bleach? No 7. Was the customer/bd personnel physically in contact with the fluid? No 1. Were samples contaminated? Yes

Manufacturer narrative:
The following field has been updated with corrected information: g.4. Date received by manufacturer: 02-mar-2022.